Event description:
It was reported that a user experienced elevated blood glucose after changing the ilet infusion set and placing it on the leg in a new location, with device data showing sustained readings around 265 mg/dl overnight; the agent advised a supply change due to concern for inadequate insulin delivery. Symptoms included hyperglycemia reaching a peak of 276 mg/dl. Outcomes included no reported hospitalization, emergency care, or device alarms. Investigation included review of device-reported glucose trends and troubleshooting education with the user regarding infusion site and supply replacement. Investigation of this case revealed that the hyperglycemia was consistent with possible infusion site or set performance issues leading to reduced insulin delivery, though the specific cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.